Event description:
During follow-up, a case of externalized conductors was reported. Electrical anomalies were noted including noise and high ventricular rate triggers. According to the review of fluoroscopy, the conductors do not appear to be externalized. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.